Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, when mobilization, at the beginning of the surgery, the de vice was difficult/impossible to open. There was no device get stuck on tissue. The knife blade was extended but did not protrude beyond the edge of the jaws. Replaced with another device and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#40300332x); 174006, 174006 protack 5mm disp in (lot#p3f0205); 174006, 174006 protack 5mm disp in (lot#p3f0205); vlls10gen, vlls10gen ls series vessel sealing gen (lot#unknown); vlft10gen, vlft10gen ft series energy platformx1 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, when mobilization, the device was difficult/impossible to open. There was no device get stuck on tissue. Replaced with another device and it worked fine. There was no patient injury.